Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It is a (B)(6) clinical study. Periprosthetic fracture due to fall.